Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy, was not feeling stimulation anymore, and was needing to go to the bathroom more. The patient tried increasing stimulation but it hurt. The patient stated when they bendover or go to sit on the toilet it is painful to the right of their vagina, and they feel pressure. The patient stated they ended up turning it down a few notches the day before the report but went to the bathroom 3 times that night, was leaking and wettings themselves. The patient stated they were also experiencing severe diarrhea which they thought was from the gentamicin they were taking before their trial and prior to the implant. The patient also stated they were doing infusions with no further information. The patient¿s programmer showed stimulation was on at 3.6v on program 2. Patient services walked them through how to change programs and they were redirected to their healthcare provider to discuss a possible program change. The patient noted an appointment with their healthcare provider on (B)(6) 2017. No further complications were reported.